Manufacturer narrative:
Lot number - (B)(4). Six single-use devices were received for evaluation. For three events, the devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of the devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. For three events, the devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, fluid did not flow out of the luer. Microscopic inspection of the luer revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the device luer. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted for lots (B)(4) and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that seven small volume folfusors did not flow. Five of the events occurred during infusion with no patient consequences, and two events occurred during priming. No additional information is available.